Event description:
It was reported that a (B)(6) female patient who underwent an unspecified breast surgery with a mentor smooth round moderate plus profile, 500cc saline implant has experienced right-deflation postoperatively. As a result, patient scheduled for an explant on (B)(6) 2022.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Date of explantation updated to (B)(6) 2022. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device evaluation completed on october 27 , 2022: the product was returned to mentor for evaluation. Mentor conducted a visual inspection, leak testing, microscopic examination, and thickness measurement of the returned device. Visual analysis of the returned sample revealed that no damage was observed on the sm mpps dv 500cc breast implant. Leak testing was performed, according to mentor procedure, it identified a tear (a) near the valve on the anterior view and three (3) more tears on the posterior view. The tear (b) measuring approximately 0.3 cm, the tear (c) measuring approximately 0.2 cm and the tear (d) measuring approximately 0.2 cm in addition, no other leak sites were detected. Microscopic examination was performed on the edges of the four (4) tears, and the cause of the tear (a) could not be identified. Therefore a thickness measurement was conducted on the shell at the tear, and the thickness was within manufacturing specifications. Parallel striations were found in the whole area of the tears (b), (c) and (d). Parallel striations are consistent with markings made by a sharp object perforating the implant shell. Although no conclusion could be reach on the cause of the tear (a), the instructions for use contain the following caution: according with the product insert data sheet, the valve system can be damaged by improper use of the fill-tube stylet. Care should be taken that the stylet enters the valve smoothly. Use the thumb and forefinger to stabilize/support the valve seat and gently push the stylet tip into the valve opening. Overstressing the valve material may result in punctures or tears and subsequent deflation may occur. Use only the fill tube stylet provided with this product. Take care not to puncture the diaphragm valve or the shell with the stylet tip. Care must also be taken when the fill tube stylet is removed to prevent damage to the valve assembly. Based on the information currently available, microscopic examination of the tears (b), (c) and (d) indicate that the implant could have been damaged during or subsequent to implantation. The product insert data sheet cautions to not allow cautery devices or sharp instruments, such as scalpels, suture needles, hypodermic needles, hemostats, adson forceps or scissors to contact the device during the implantation or other surgical procedures. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information received on june 23, 2022 indicated that the patient rescheduled for surgery (B)(6) 2022. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information received on november 1, 2022 indicated that the right side was replaced with sn#: (B)(6), cat#: smpx645. Manufacturer¿s reference number: (B)(4).